Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet and self-treated a low glucose by drinking apple juice; review of device reports showed the user repeatedly paused and resumed insulin delivery over several hours, which led to periods of hyperglycemia when delivery was paused and subsequent large insulin doses upon resumption that contributed to hypoglycemia. Symptoms included low glucose and high glucose, peaking at 347 mg/dl with a low of 52 mg/dl. Outcomes included troubleshooting and education regarding appropriate pump operation and exercise practices, including not disconnecting the infusion set for activity. Investigation included review of uploaded pump delivery data and user reports. Investigation of this case revealed user-controlled pausing and resuming of insulin delivery as the factor contributing to the observed glucose excursions. It was concluded that the device functioned as designed and that improper use led to the event.